Manufacturer narrative:
Correction: annex b : b21. Annex c : c21. Annex d : d16. Annex a : a040502, a1801, a0401. Annex g : g04036, g04088, g04037, g02017. Annex b : b01,b14. Annex c : c0601, c17. Annex d : d15, d07. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an infusion of total parenteral nutrition (tpn), total volume of 2,000ml, was started at 2023 on 27 october 2022 at a rate of 83.3ml/hr. And ended at 2036 28 october 2022; however, the nurse noted that the infusion bag appeared "full." According to the report, the pump recorded volume infusing at the correctly programmed rate. It was noted that the patient did not receive the ordered caloric intake from tpn, but there was no patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an infusion of total parenteral nutrition (tpn), total volume of 2,000ml, was started at 2023 on (B)(6) 2022 at a rate of 83.3ml/hr. And ended at 2036 (B)(6) 2022; however, the nurse noted that the infusion bag appeared "full." According to the report, the pump recorded volume infusing at the correctly programmed rate. It was noted that the patient did not receive the ordered caloric intake from tpn, but there was no patient harm.